Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of sinusitis, nodules, and erythematous cords are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of sinusitis, nodules, and erythematous cords as follows: precautions for use: ¿ "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm¿ voluma¿. Sixteen months later patient was injected to the lip commissure, tear trough, and prejowl with juvéderm® volbella¿ with lidocaine as well as concomitant injection with botulinum toxin. Approximately 4 months later patient developed sinusitis and was treated with levofloxacin. Patient developed an allergic reaction to the levofloxacin and subsequently developed nodules in the prejowl region and lip commissures and erythematous cords in the tear trough. Three weeks later patient was treated with clarithromycin and predsim. A month later hyaluronidase was injected to the residual nodules in the left prejowl and right nasogenian fold. Symptoms have "not disappeared totally." This is the same event and the same patient reported under MDR ID# 3005113652-2016-00739 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm¿ voluma¿.